Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5088447. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported via regulatory agency right side "capsular contracture, baker grade IV", "pain", and ¿enlarged lymph nodes throughout chest and abdomen to pelvis." The patient additionally reported "issues with arms¿, ¿skin, rashes¿ and ¿range of motion¿, ¿enlarged lymph nodes throughout abdomen to pelvis¿, ¿chronic fatigue¿, ¿inflammation arthritis or rheumatoid arthritis¿, ¿joint pain¿, ¿eyes and vision have changed¿, ¿get sick easily¿, memory and focus issues¿, ¿cannot keep up¿, and ¿lost some hair in patches¿; these events are not device related. The device remains implanted.